Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has been experiencing low blood glucose. Customer stated that the first incident was on (B)(6) 2015 afternoon where blood glucose was in the 40 or 50 mg/dl range. The next event was on (B)(6) 2015; he had the paramedics called and by the time they showed up, it was at 70 mg/dl after treating with juice. Customer stated that when he is low he cannot see or talk. Customer stated he went into a slight coma and does not remember the details. The drive support cap is normal. Customer was disconnected during the rewind/prime sequence. Customer stated that his doctor has been changing his settings every 3 months and he was unsure if programming is correct. For (B)(6), the history showed blood glucose of 56 mg/dl and a 7.1 unit dose given. Customer was advised not to treat with the insulin pump when being low. Current reading was 114 mg/dl. He was advised to check the setting with the doctor.